Event description:
International customer reported that the needle tip broke off during an inguinal hernia repair. All needle pieces were removed and no adverse patient consequences were reported.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.